Event description:
The clinic received a phone call in april 2006 from the patient's parents complaining that the patient has been heaving beeps and buzzing. After all the external equipment was replaced, the patient reported hearing identical sounds as before. The patient visited the clinic 2 weeks alter and refused to wear his speech processor because of hearing additiongl banging noises. Testing confimred that the device has malfunctioned.